Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in the patient for the endovascular treatment of a 76 mm in diameter abdominal aortic aneurysm. The proximal neck measured 29 mm to 31 mm with a neck length of 40 mm. It was reported that, during the procedure, there was a possible type ia proximal endoleak of the endurant ii 32x14x102 stent graft. The physician elected not to undertake any intervention and the procedure was completed. Per the physician, the cause of the type ia proximal endoleak was due to severe calcification as well as a severely tortuous aortic neck. No clinical sequelae were reported and the patient is fine.